Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist spoke with the reporter/layperson (pt's mother) regarding her complaint, and verified info given to the customer care advocate, cca. The reporter alleged that a recent result was inaccurately elevated due to the one touch ultra test strips used with the pt's one touch ping meter. The parents test the pt who is treated with an insulin pump. The pt was diagnosed in 2008. On the day of the event in 2009, the pt's blood glucose was 389 mg/dl before lunch at 1:15 pm. He showed no symptoms of either high or low blood glucose. The mother described correct puncture site cleaning and testing technique. Based upon the result and the lunch meal to be eaten, the reporter bolused 2.2 units insulin from the pump. Around 3:00 pm, the pt became hyperactive and then "really, really pale". He soon was sluggish, all symptoms he has when his blood glucose is low. The reporter tested the pt twice on the meter obtaining 91 and 86 mg/dl. Knowing he was low and before he "crashed", the reporter fed him cookies and milk. Twenty minutes later he felt fine. The reporter had run multiple control solution tests on the subject meter and test strips as well as on another meter, all results were high outside the range. With a different lot of test strips and the same control, results were within the expected range. Because the reporter alleged that the pt became hypoglycemic after giving him extra insulin based upon one inaccurately elevated blood glucose, the complaint is reported. The reporter requested replacement strips rather than a replacement meter.